Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had module failure. Customer was advised switch pumps. The new pump calibrated and began without issue. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10. The getinge field service engineer (fse) stated hunter called about the module failure" message on the pump. They are using a sensation 34cc iab. Fse advised the customer to switch pumps and report the first pump to their clinical engineering department. Hunter asked fse to walk him through the steps to transfer to the other pump, and this was successful. The pump was calibrated and began without issue. There was no harm or injury to the patient reported. H3 other text: repair service unknown.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.